Event description:
It was reported that a farawave catheter was selected for use. The patient experienced asystole during groin access at the onset of the procedure and was externally paced until cardiac rhythm was restored. Following completion of the case and removal of catheters and sheaths, the patient again became asystolic and required external pacing. A third episode of asystole occurred during groin access for the insertion of a temporary pacemaker, which was successfully placed while external pacing was maintained. At the time of reporting, the patient was stable and being prepared for permanent pacemaker implantation, with the temporary device serving as backup. Notably, only the carto 3 system was connected to the patient during the asystolic episodes; no catheters or sheaths were involved. The account declined evaluation of the carto 3 system. The device is not expected to be return for analysis.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.